Manufacturer narrative:
Concomitant products: product ID 3387-40, lot# j0125010v, implanted: (B)(6) 2002, product type lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2002, product type extension; product ID 37602, serial# (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3387-40, lot# j0125010vm, implanted: (B)(6) 2002, product type lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2002, product type extension; product ID 3387-40, lot# j0204950v, implanted: (B)(6) 2002, product type lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2002, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that starting in (B)(6) the patient had complained of a shocking sensation in their left side for a week. An implantable neurostimulator (ins) and lead replacement was done on (B)(6) 2014. After the replacement, the patient continued to feel the shocking sensation and the ins was turned off. The patient continued to have cervical neck issues.

Event description:
It was reported that the patient got shocked on the left side. The patient saw their healthcare professional and they were not exactly sure what was happening. This had started 3-4 weeks prior to the date of this report, the day after the dentist had used a heat thing to dry the filling out in the left corner of the patient¿s mouth. The patient inquired if any procedure at the dentist could interfere with the device. The implant had been on because he never turned it off. Nothing was placed over the battery. The patient had the same thing done before and had not had any issues. An exploratory surgery was done a week and a half prior to the date of this report on the left side. The left side battery was checked and was fine. The wire was replaced because it had not looked good and they had tested it and it was ¿still impedance.¿ there was no problem on the right side. The patient was told to leave the left side off but was still getting shocked. On (B)(6) 2014 after the revision surgery the patient turned ¿stimulation off on.¿ the patient had an appointment scheduled to remove the stitches the day after the date of this report. The patient had the left side battery for 11 years and the other side had been changed 7 times. The patient¿s wife had spoken to the healthcare professional after surgery and he was convinced that it must be the electrodes. The patient was concerned about diathermy and how many people in the medical field did not know what it was but was sure his doctor would not do anything that was damaging. No outcome was provided regarding the event. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 748351, serial# (B)(4), product type: extension. Product ID 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID 3387-40, lot# j0125010v, implanted: (B)(6) 2002, product type: lead. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID 3387-40, lot# j0125010v implanted: (B)(6) 2002, product type: lead. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID 3387-40, lot# j0204950v, implanted: (B)(6) 2002, product type: lead. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. (B)(4).

Event description:
Additional information received reported the patient had a complaint of shock-like sensation in the left side of the body which stopped when the right deep brain stimulator was turned off. Impedance measurements were normal. The right deep brain stimulator was turned back on with lower amplitude. The shocks still occurred but weaker. The patient could tolerate them and refused more surgery at the time of this report. The cause was determined and was device related. The patient had not recovered and the symptoms/issue was ongoing. On (B)(6) 2014 both pre-operatively and post-operatively there was left deep brain stimulator system damage. The patient had presented with findings of high lead impedance in the left system which was associated with the patient's complaint of pain over the left side of his head with lesser involvement over his left side. There was no discontinuity of the system that was discernable via x-ray imaging. Following the x-ray the patient had been brought to the operating room for an exploratory surgery and replacement of the lead extension if indicated. Surgical findings indicated the lead extension had fluid within it and system was divided. The lead extension at the battery had old fluid within it and testing all the connections at the implantable neurostimulator (ins) all had appeared to be secure. The battery had been re-tested for impedance and had returned high for all contacts. It had been difficult to determine whether the division had occurred during explant or if it had been present pre-operatively. The lead extension was divided just distal to the block connector and was withdrawn distally only the lower portion was removed, the remaining portion of the lead extension was removed from the scalp incision. After replacement of the lead extension and securing of all connections to the battery and proximal electrode, lead impedances all tested high on each contact. The system was left intact and closed. The patient had parkinson's disease since 1993 and had originally been implanted with bilateral implants in 2002. The left deep brain stimulator had been off since the exploratory and replacement surgery on (B)(6) 2014. The patient had continued shocking sensation running down the entire left side which had happened several times a day and had not been related to any movement. It was noted that it could occur several times in a row and then not again for several hours. The patient was seen on (B)(6) 2014 and it was noted that the patient's left side battery had remained off since last appointment and he had left the right side stimulator off for seven and a half hours following appointment during which the patient had not experienced any of the recurrent shock-like pain. When the device was turned on again the patient had experienced pain that was different than the pain the patient experienced when both stimulators were off.